Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating main blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of system fault 147. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported system fault 147 was due to defective motor capacitor assembly. The main circuit board (pcb) and the motor capacitor were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating main blower failure. There was no patient injury reported as a result of this incident.